Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a cuff tear occurred (B)(6) 2019. The centered head was removed and replaced by a ø36/+9 humeral cup, ø36 glenosphere and glenoid baseplate. Primary surgery occurred (B)(6) 2017.